Manufacturer narrative:
The ruby coil was implanted in the patient; therefore, a device investigation could not be performed. Without the return of the device, the root cause of the problem could not be determined. The manufacturing records for the lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced a ruby coil into the target location using a lantern; however, the physician decided to remove it and use a shorter size coil. Therefore, the ruby coil was removed. The physician then successfully implanted additional ruby coils into the target vessel using the lantern. The physician then re-advanced the previously removed ruby coil into the target location using the lantern. While attempting to re-position the ruby coil, the physician noticed that the ruby coil had unintentionally detached within the lantern. The physician then used a wire to successfully push the ruby coil into the target vessel. The procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.